Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the screw driver slipped during the surgery, which caused a delay of 30 minutes.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. D11: medical products and therapy date. Detail of product: item number: 0103799036, item name: dynesysâ®, hexagonal screwdriver, lot#: 14.093677. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: damaged instrument tip. Event description: it was reported that the tip of the hexagonal screwdriver would not be screwing. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: visual examination: two hexagonal screwdrivers have been returned for an investigation. The tip of the instruments show some signs of usage. No other conspicuousness found. See pictures attached. Functional test: the hexagonal screwdrivers were connected to a dynesys set screw. A stable connection is achieved. The set screw is screwed into a dynesys pedicle screw (ref: 01.03764.040, lot: 2613147) and no issues occurred. Based on the functional test the reported event cannot be recreated. See pictures attached. Review of product documentation: all involved devices are intended for treatment. Surgical technique: the surgical technique explains in steps 17 and 18 that the hexagonal screwdriver is used to provisionally tighten the set screw. The final tightening is performed using the torsion torque driver to achieve the final torque of 4 nm. Conclusion: it was reported that the tip of the hexagonal screwdriver would not be screwing. Based on the visual examination and the functional test, the reported event cannot be recreated. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). The surgical technique explains in steps 17 and 18 that the hexagonal screwdriver is used to provisionally tighten the set screw. The final tightening is performed using the torsion torque driver to achieve the final torque of 4 nm. It remains unknown whether the surgical steps have been conducted correctly. However, based on the available information, an exact root cause for the reported event could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).